Event description:
It was reported that device migration occurred. The patient presented with biliary strictures and underwent percutaneous transhepatic biliary drainage (ptbd). The totally occluded, 80-90 mm long target lesion was located in the mildly tortuous and non-calcified biliary tree. A 10 x 94 mm x 75 cm wallstent uni endoprosthesis was advanced over a 035 guidewire and was positioned and deployed. However, post deployment, the stent moved 1-2 cm ahead of the lesion and further into the duodenum missing the proximal part of the stricture. The stent was implanted and another of same device was used to complete the procedure. No patient complications were reported and the patient status was stable.